Manufacturer narrative:
It is unknown what anticoagulation medications the patient was taking or if the patient was compliant with the regimen. The restenosis rate was unknown and it was unknown if there was thrombus in the stent. The relationship to index procedure is deniable; however, the relationship to study device is undeniable. The patient was hospitalized due to condition, but the restenosed lesion was not treated. The device remains implanted in the patient; therefore it is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days, please note that this complaint is from a study. Therefore, the gtin # is not available. (B)(4).

Manufacturer narrative:
Complaint conclusion: as reported, the patient had reocclusion of the left sfa. The patient had hospitalization or prolongation of existing hospitalization. The restenosed lesion was not treated. The target lesion was located in the left superficial femoral artery (sfa). The lesion length and reference diameter were unknown. It is unknown if the lesion was de novo, calcified, or tortuous. The stenosis rate was 100%. During the procedure, a smart flex stent was deployed at the lesion. No other stents were implanted at the lesion. It is unknown if any distal disease was left untreated or if ¿healthy tissue to health tissue¿ was covered by the stent. The residual stenosis rate was unknown. About 2 years after the procedure, the patient returned with reocclusion of the left sfa with unknown symptoms. The event was reportedly predictable. It is unknown what anticoagulation medications the patient was taking or if the patient was compliant with the regimen. The restenosis rate was unknown and it was unknown if there was thrombus in the stent. The relationship to index procedure is deniable; however, the relationship to study device is undeniable. The patient was hospitalized due to condition. The patient was treated by pta and recovered. The device remains implanted in the patient; therefore it was not available to be returned for analysis. A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) of an artery is often associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. However, based on the information reported, there is no indication that the event was related to a design or manufacturing issue. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported, the patient had reocclusion of the left sfa. The patient had hospitalization or prolongation of existing hospitalization. The restenosed lesion was not treated. The target lesion was located in the left superficial femoral artery (sfa). The lesion length and reference diameter were unknown. It is unknown if the lesion was de novo, calcified, or tortuous. The stenosis rate was 100%. During the procedure, a smart flex stent was deployed at the lesion. No other stents were implanted at the lesion. It is unknown if any distal disease was left untreated or if ¿healthy tissue to health tissue¿ was covered by the stent. The residual stenosis rate was unknown. About 2 years after the procedure, the patient returned with reocclusion of the left sfa with unknown symptoms. The event was reportedly predictable.

Manufacturer narrative:
Additional information was received: the patient was treated by pta and recovered at (B)(6) 2014. The product remains implanted in the patient, therefore it will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.